Event description:
Tip of spine wand broke off in cervical spine disc during plasma disc decompression. This report was submitted earlier this morning in error that said "lumbar" disc. It was not a lumbar disc, it was a cervical disc. Dates of use: 2008. Diagnosis or reason for use: bulging cervical spine disc. Event abated after use stopped or dose reduced: yes.